Event description:
The report stated that with an abtot while sealing the adnexa, the first of two ligasure impacts could not be opened after the 3rd application. (Report # 1717344-2008-00271) with the second ligasure impact the omentum major was sealed but after a few seconds it bled from the sealed area and the surgeon had to coagulate it with another device.

Manufacturer narrative:
The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.